Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information was requested regarding the returned tsvtb8 lot unknown, but no response has been received at the time of this investigation. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie did not receive one (1) tsvtwb8 (implant, tapered screw-vent, 4.7mmd, 8mml, fully textured, microgrooves) for evaluation images are attached. Visual evaluation was performed. The reported item was tsvtwb8, however the customer returned what seems to be a tsvtb8. Cal002c159 due (B)(6) 2025 returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. DHR review was completed for the subject lot number 1289373. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1289373 for similar events and no other complaint was identified. Review completed utilizing keywords: (complaint category keyword: ¿dental: medical: allergic reaction + infection¿). The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was external factors, i.e., patient's condition. Refer to attached summary investigation for ¿bone loss¿. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #22 was removed due to infection & allergic reaction. Implant become loose. Antibiotic superscripted on the event date symptoms as a result of the event: abscess & pain.